Event description:
It was reported that there was an issue with infiltration/extravasation during infusion. It was also noted that the needle was hard to advance if it was partially removed and possibly leading to puncturing of the cannula tube. There was patient involvement. The patient required overnight admission due to swelling and discoloration of the site. The patient also required oral antibiotics.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No damage observed during the visual inspection. A leak test was completed and found no leak in the device. Review of the DHR showed that, during the manufacturing of the lot involved, no nonconformance was raised that would pertain to the reported issue. Use of the device outside of the IFU procedures may result in catheter tube damage/breakage, which may be associated to the issue reported by the customer. Due to the condition of the device, no action was taken. It was deemed to be beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.